Event description:
Event verbatim [preferred term] 1 false positive result from 1 expired covid & flu test [expired device used], 1 false positive result from 1 expired covid & flu test [false positive investigation result], , narrative: the initial case was missing the following minimum criteria: no event. Upon receipt of follow-up information on 16sep2024, this case now contains all required information to be considered valid. This is a spontaneous report and received from consumer or other non-hcps from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k101011207233m1. The patient's relevant medical history included: "body ache" (ongoing); "fever" (ongoing). The patient's concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 16sep2024, outcome "unknown" and all described as "1 false positive result from 1 expired covid & flu test". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "1 false positive result from 1 expired covid & flu test" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6)2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a011207233m1, UDI: not reported) was investigated. The investigation included reviewing deviations, non-conformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a011207233m1. No quality issues related to lot k10a011207233m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a011207233m1 remains acceptable for further distribution. Device engineering investigation: the complaint occurred on (B)(6)2024, after the expiry date; hence, the product was expired during use. There is no evidence that the device constituent part did not perform as expected during its defined shelf-life. As such, this device engineering investigation should be cancelled. Additional information: positive result obtained from an expired test kit. Customer contacted on (B)(6)2024 to report 1 false positive result from 1 expired covid & flu test with lot# k101011207233m1, which was performed on (B)(6)2024. Evidence: pending. Before starting, the instructions were read. The test was not moved while it was running. No tests run before getting this false positive. Test kit # 3cob2u3q. Location of testing was indoor. Time spent last update was 1052 seconds. Total time spent was 2308 seconds. The patient was 6 feet from another person when taking the test. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The vial liquid was purple in color. The person tested didn't contact a healthcare provider. Covid led status: positive: on. Flu a led status: negative: on. Flu b led status: negative: on. Customer mentioned she has had symptoms such as body ache and fever. The customer has not confirmed the positive result with any type of test yet. Follow-up (25oct2024): follow-up attempts are completed. Follow-up (29oct2024): this is a follow-up report from product quality group providing investigation results. Follow-up (03nov2024): this is a follow-up report from product quality group providing investigation results.

Event description:
Event verbatim [preferred term] 1 false positive result from 1 expired covid & flu test [expired device used], 1 false positive result from 1 expired covid & flu test [false positive investigation result]. Narrative: the initial case was missing the following minimum criteria: no event. Upon receipt of follow-up information on 16sep2024, this case now contains all required information to be considered valid. This is a spontaneous report and received from consumer or other non-hcps from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k101011207233m1. The patient's relevant medical history included: "body ache" (ongoing); "fever" (ongoing). The patient's concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 16sep2024, outcome "unknown" and all described as "1 false positive result from 1 expired covid & flu test". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "1 false positive result from 1 expired covid & flu test" associated to covid-19 and influenza ivd device. Causality for "1 false positive result from 1 expired covid & flu test" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: positive result obtained from an expired test kit. Customer contacted on (B)(6) 2024 to report 1 false positive result from 1 expired covid & flu test with lot# k101011207233m1, which was performed on (B)(6) 2024. Evidence: pending. Before starting, the instructions were read. The test was not moved while it was running. No tests run before getting this false positive. Test kit # (B)(6). Location of testing was indoor. Time spent last update was (B)(4). Total time spent was (B)(4). The patient was 6 feet from another person when taking the test. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The vial liquid was purple in color. The person tested didn't contact a healthcare provider. Covid led status: positive: on. Flu a led status: negative: on. Flu b led status: negative: on. Customer mentioned she has had symptoms such as body ache and fever. The customer has not confirmed the positive result with any type of test yet.

Event description:
Event [preferred term] 1 false positive result from 1 expired covid & flu test [expired device used], 1 false positive result from 1 expired covid & flu test [false positive investigation result], , narrative: the initial case was missing the following minimum criteria: no event. Upon receipt of follow-up information on 16sep2024, this case now contains all required information to be considered valid. This is a spontaneous report and received from consumer or other non-hcps from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test), device lot number: k101011207233m1. The patient's relevant medical history included: "body ache" (ongoing); "fever" (ongoing). The patient's concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 16sep2024, outcome "unknown" and all described as "1 false positive result from 1 expired covid & flu test". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "1 false positive result from 1 expired covid & flu test" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 29oct2024 and 03nov2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: k10a011207233m1, UDI: not reported) was investigated. The investigation included reviewing deviations, non-conformances, lot trending, and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit lot k10a011207233m1. No quality issues related to lot k10a011207233m1 were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. The reported defect is not representative of the quality of the batch, and lot k10a011207233m1 remains acceptable for further distribution. Device engineering investigation: the complaint occurred on (B)(6) 2024, after the expiry date; hence, the product was expired during use. There is no evidence that the device constituent part did not perform as expected during its defined shelf-life. As such, this device engineering investigation should be cancelled. Additional information: positive result obtained from an expired test kit. Customer contacted on 16sep2024 to report 1 false positive result from 1 expired covid & flu test with lot# k101011207233m1, which was performed on (B)(6) 2024. Evidence: pending. Before starting, the instructions were read. The test was not moved while it was running. No tests run before getting this false positive. Test kit # 3cob2u3q. Location of testing was indoor. Time spent last update was 1052 seconds. Total time spent was 2308 seconds. The patient was 6 feet from another person when taking the test. The test was completed on a flat surface. The swab was rotated 5 times in each nostril. The vial liquid was purple in color. The person tested didn't contact a healthcare provider. Covid led status: positive: on. Flu a led status: negative: on. Flu b led status: negative: on. Customer mentioned she has had symptoms such as body ache and fever. The customer has not confirmed the positive result with any type of test yet. Follow-up (25oct2024): follow-up attempts are completed. Follow-up (29oct2024): this is a follow-up report from product quality group providing investigation results. Follow-up (03nov2024): this is a follow-up report from product quality group providing investigation results.